Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a large-bore vein (>8f) sheath hole prior to an interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a less than or equal to 24f sheath and the procedure was completed. Reportedly post procedure, correct technique was used to tighten and lock the prostyles. After removing the sheaths of the other two access sites, one of the middle sheaths snapped and vascular were called to remove the sheath. No surgical cut down was required as vascular were able to remove the snapped sheath with minimal risk or discomfort to the patient. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The device damaged by another device could not be confirmed as the damage is related to procedure conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It appears one or both of the prostyle sutures or device needles captured an inserted distal sheath per the reported, ¿we are unsure if one or both interfered with the sheath¿. When tightened, the sutures likely tore through and severed the sheath. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1562 removed, code 2915 added.

Event description:
Subsequent to the initially filed report, additional information was provided: the physician attempted to simply remove the sheath with forceps but was unable to, so a snare device was advanced, and the broken sheath was removed with this. No additional information was provided.